Manufacturer narrative:
On 23 march 2016 it was communicated that the explant will be available. On 08 april 2016, the (B)(6) performed a clinical evaluation and commented as follows: early (two weeks) femoral fracture in a total tha. Femoral fractures are a known possible complication of tha. Sometimes the femur cannot stand the stress cumulated by the femoral canal preparation and the initial load on the artificial joint. There is no indication that the root cause for this failure could be ascribed ot a faulty implant. Batch review performed on 13 april 2016. Lot 146969: (B)(4) items manufactured and released on 23 february 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 14 april 2016, the (B)(6) performed a preliminary investigation on the basis of the retrieved image and commented as follows: the quality of the image is quite bad: on the surface of the stem some traces of blood and probably bone can be noted. No other conclusion can be drawn to date.

Event description:
Planned change of stem due to femur fracture.

Manufacturer narrative:
In the initial report it was wrongly written that "the explant will be available", while the communication received was "the explant will not be available". On 14 june 2016 it was prepared a final report with the information already submitted in the initial report. On 20 june 2016 the report was sent to the initial reporter and the case was closed.